Manufacturer narrative:
Unit received missing keypad overlay and end cap sticker. Unit received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
A nurse reported that the insulin pump's buttons were being held in by tape. Blood glucose level at the time of the incident was not provided. The nurse was advised that the insulin pump would be replaced and agreed to return the device for analysis.